Event description:
The customer reported a speaker malfunction on the intellivue mx500 patient monitor. No sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.